Event description:
The patient was intubated with a et [endotracheal] tube, after the tube was placed it was discovered that the balloon on the et tube had a hole in it resulting in the tube having to be replaced and the patient needing to be re-intubated. The rt [respiratory therapist] discovered due to the fact that the tube would not become secured.